Manufacturer narrative:
On (B)(4) 2013, the field service engineer, (fse) evaluated the instrument and found out that the mc (modular chemistry) sample probe tubing fitting had a crack that caused the leak. The fse replaced the tubing to resolve the issue. Identification of failure mode: failure mode is mc sample probe tubing (pn473435).

Event description:
Customer reported modular chemistry (mc) probe tubing fitting was found to be split and caused a leak of probe wash solution when using the unicel dxc 600i synchron access clinical system. The leak was contained to the instrument. Erroneous low test results for sodium, potassium, chloride, carbon dioxide and calcium were also reported by the customer. The erroneous test results were reported out of the laboratory, and questioned by a charge nurse when the test results were deemed to be unusually low. The tests were repeated on another analyzer and amended reports issued. There were no reports of death, injury or affect to patient treatment as a result of this event.